Event description:
It was reported the customer was hospitalized for diabetic ketoacidosis and food poisoning. The customer stated he changed his basal rates to half of what it was, which caused his blood glucose levels to escalate. The customer also stated he had some kind of virus.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.